Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which determined that the device made a whining noise while running and it dropped in the input voltage. It was further determined that the device failed pretest for general condition, check saw blade coupling and check oscillation frequency. Minimum 10800 - 14200 oscillation/minute. During service/repair, it was determined that the unit¿s straining ring had become loose from oscillation head and the set-screw thrust disk was worn and corroded, straining ring and oscillating head. It was determined that the issue was consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the coupling of the battery oscillator device would not stay tight during use. During in-house engineering evaluation, it was observed that the device made a whining noise while running and it dropped in the input voltage. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.